Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in the severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, after 4 expansions at 12 atmospheres on the target lesion, the balloon got stuck with the guidewire. The procedure was completed with a different device. There were no patient complications. It was further reported that a wire was advanced and ballon dilation was performed to remove the balloon from the body.

Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in the severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, after 4 expansions at 12 atmospheres on the target lesion, the balloon got stuck with the guidewire. The procedure was completed with a different device. There were no patient complications.